Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 583mg/dl at the time of incident. The customer reported that she has quick set and noticed insulin was leaking out. The customer stated she fills a new reservoir and attempts to rewind and prime and customer noticed insulin coming out the quick release. Customer treated with a manual injection to bring blood glucose down. The customer was offered to troubleshoot the high blood glucose. The customer stated she understood it was the leaking infusion sets. The insulin pump will not be returned for analysis.